Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 4/20/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. While prepping the sheath, the dilator would not advance. Upon inspection of the sheath, the hemostatic valve was broken. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. It was reported that the person prepping the sheath stated they inserted the dilator properly into the sheath. Additional information was received. There was no occlusion when irrigating the sheath. The technician stated that she thought there was narrowing inside of the sheath when she was attempting to insert the dilator. When inspecting the clear hub, the hemostatic valve had been dislodged/ broken. The hemostasis valve did not break into two or more separate pieces and the hemostatic valve did not detached from the sheath. The sheath was not being used on the patient. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation issue. The issue of the dilator would not advance as thought narrowing inside of the sheath was assessed as not MDR reportable for an obstructed sheath issue. Since the dilator does not allow another device to be introduced, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death, was remote.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. While prepping the sheath, the dilator would not advance. Upon inspection of the sheath, the hemostatic valve was broken. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. It was reported that the person prepping the sheath stated they inserted the dilator properly into the sheath. Additional information was received. There was no occlusion when irrigating the sheath. The technician stated that she thought there was narrowing inside of the sheath when she was attempting to insert the dilator. When inspecting the clear hub, the hemostatic valve had been dislodged/ broken. The hemostasis valve did not break into two or more separate pieces and the hemostatic valve did not detached from the sheath. The sheath was not being used on the patient. The device evaluation was completed on (B)(6)2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal actions were identified. An internal corrective action has been opened to investigate this failure mode. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)